Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported at the user facility the nasal tip of the device was found to be broken. There was no patient impact or procedural delays reported with this event.

Event description:
It was reported at the user facility the nasal tip of the device was found to be broken. There was no patient impact or procedural delays reported with this event.